Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During procedure, user attempt to place panreas stent spsof-8.5-7, user took the stent out of the package and found out the flap at tip of stent broken. User changed to a new stente to complete the procedure. This observation was made prior to patient contact.

Manufacturer narrative:
Device evaluation: 1 unit of lot number cf2160898 of spsof-8.5-7 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 29 aug 2024. Visual inspection: stent returned positioning sleeve not returned crack noted on tapered end of stent from flap to tip. No other damage noted on stent. Functional inspection: wire guide passes through stent freely with no issue. Manufacturing records: prior to distribution, all spsof-8.5-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-8.5-7 device of lot number cf2160898 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the spsof-8.5-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number cf2160898. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) image review: photos were received which revealed a severe crack between the flap and tapered end of the stent. Root cause analysis: a definitive root cause could not be determined due to limited information. A possible root cause could be attributed to the device becoming damaged during transport or storage leading to the crack observed on the stent and that this damage was not observed by staff at the user facility when placing the device into storage. Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl. Additional information received confirmed that there was no attempt made to manually straighten the stent or use a wire guide on it prior to the damage being observed and that the reported issue was detected upon removal of the device from the packaging. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, flap broken. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence as this occurred prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined due to limited information. A possible root cause could be attributed to the device becoming damaged during transport or storage leading to the crack observed on the stent and that this damage was not observed by staff at the user facility when placing the device into storage. Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl. Additional information received confirmed that there was no attempt made to manually straighten the stent or use a wire guide on it prior to the damage being observed and that the reported issue was detected upon removal of the device from the packaging.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 16-jan-2025 as the complaint no longer meets the description of a reportable incident. "No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur."